Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 192 and 122 mg/dl. Tests were done within 10 minutes. "Patient did use the same finger stick and the result on control solution was 115 (range 105-143)." Patient did not experience any adverse events. No further information has been reported.